Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer was treated with insulin pump. Customer was using auto mode feature. Customer did not alleging insulin pump for under delivering. Customer declined to check air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined test the insulin pump. The insulin pump will not be returned for the analysis.